Manufacturer narrative:
For the reported 4 malfunctions lot numbers were not provided, therefore manufacturing reviews could not be conducted. For 2 malfunctions, the samples were not provided. Therefore, 2 investigations are inconclusive. Samples and photos were provided for the other 2 malfunctions. The company is still investigating the issue at this time. The devices are labeled for single use.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model 9808560 port & catheter, implanted, subcutaneous, intravascular allegedly experienced fracture. These reports were received from various sources. All four events had no reported patient injury. Age, weight, and gender were not provided for the patient.

Manufacturer narrative:
H10: out of the reported 4 malfunctions, 3 devices were returned for evaluation. The lot number was not provided for the malfunctions; therefore, a lot history review could not be performed. For the two devices returned along with the photo and for one malfunction sample was returned, catheter break was identified. For these devices. For one malfunction, sample was not returned to the manufacturer for inspection/evaluation . Therefore, the investigation is inconclusive. A definitive root cause could not be determined. The devices are labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model 9808560 port & catheter, implanted, subcutaneous, intravascular allegedly experienced fracture. These reports were received from various sources. All four events had no reported patient injury. Age, weight, and gender were not provided for the patient.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model 9808560 implantable port allegedly experienced fracture. These reports were received from various sources. All the malfunctions involved a patient with no reported patient injury. The age, weight and genders were not provided for the three patients.

Manufacturer narrative:
H10: one of the originally reported malfunctions was reassessed and determined to be a serious injury reported under emdr 3006260740-2020-02759. H10: the lot number was not provided for the remaining three malfunctions; therefore, a lot history review was not performed.out of the 3 remaining malfunctions, 2 devices were returned for evaluation. One malfunction confirmed for the fracture issue and the other malfunction confirmed for fracture, naturally worn, and deformation. For one malfunction, the sample was not returned to the manufacturer for inspection/evaluation, therefore, the investigation is inconclusive. A definitive root cause could not be determined. The devices were labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.